Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product is: 39565-65, serial/lot # (B)(4):, ubd: 2017-08-02, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the ins was removed because the ins wasn't helping and never really worked. At the time of the removal it was discovered that the lead was permanently secured to the spine and could not be removed. The healthcare provider chose to leave the leads implanted. The patient stated that the therapy never really worked. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient had their lead partially explanted and their ins explanted on (B)(6) 2017 due to having a lack of relief. The patient needed coverage on their right side, but the lead was pulling all left. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting included reprogramming on (B)(6) 2017. The explant resolved the issue and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.